Event description:
The manufacturer received information alleging a sd card error. There was no serious patient harm or injury that occurred or was reported. During the evaluation of the device at the manufacturer's service center, the reported symptoms could not be confirmed and there were no sd card errors duplicated, but it was confirmed that the power outage alarm did not sound. The main board was replaced to address the issue.